Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the display was showing a ¿call your doctor¿ icon. It was noted that there was a power on reset (por) condition. It was noted that the patient noticed it on the night prior to report when he went to recharge. It was noted that the patient last recharged on week prior to report and was getting ready to leave for vacation and wanted to recharge the device beforehand. It was noted that the implantable neurostimulator (ins) was half full at the time of report. It was noted that the patient was not able to adjust stimulation. It was noted that the patient cleared the por and that resolved the issue. Additional information was requested, but was not available as of the date of this report.